Event description:
It was reported that the patient was admitted to the ER because she was having neck pain near her vns electrodes. Diagnostics were performed, and high impedance was detected. As a result, the generator was programmed off. The patient underwent replacement surgery the next day. The impedance resolved after the generator was replaced, so the lead was not replaced. Generator diagnostics and pin reinsertion weren't performed. After surgery the patient's new generator was programmed on and the patient was fine. A few days later, the patient was admitted due to pain in the neck and ear. Therefore, her device was programmed off. Diagnostics were within normal limits, and no impedance warning messages were observed. The patient was discharged but still experiencing pain in the neck and ear. The neurologist and neurosurgeon didn't think it was related because the device was off. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: shocking chest pain after replacement was inadvertently not reported in the initial MDR event problem codes, corrected data: patient code 1776 was inadvertently not coded in the initial MDR.

Event description:
It was reported that when the patient was admitted to the hospital due to pain in the neck and ear, she was also experiencing shocking pain in the chest.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. In the internal data of the generator, there was no evidence of high impedance the patient's mother reported that since the patient's most recent generator was removed, all shocking sensations went away. She also reported that the patient had nerve damage. No further relevant information has been received to date.

Event description:
It was reported by the hospital that the patient's most recent generator was explanted on (B)(6) 2018 and returned due to lack of efficacy. The generator was received but analysis hasn't been completed to date. No further relevant information has been received to date.

Event description:
The patient's mother reported that the patient's seizures had decreased since vns removal. No further relevant information has been received to date.

Event description:
The patient reported via social media that when the patient was first implant with the vns it decreased her seizures drastically. Then about a year after it was implanted she started to feel a shocking sensation where the device was placed. They took x-rays and did not see anything wrong. This continued until in (B)(6) of 2018 her vns device reportedly went off and she wasn't even having a seizure. And it kept going off. She said it was a constant shocking sensation up her chest and up through her neck. . Exactly 1 week after the replacement, the same thing happened. She tried to turn the vns off with the magnet but it made it worse and started burning her skin. After having it removed in (B)(6) 2018, she has had issues with the nerves in my chest and neck. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the following was inadvertently not reported on supplemental MDR 4: "it was found that the patient's model 103 generator was not interrogated pre-operatively on the day it was explanted."

Event description:
It was found that the patient's model 103 generator was not interrogated pre-operatively on the day it was explanted. No further relevant information has been received to date.